Event description:
It was reported that a signal loss occurred frequently between 1/3/2026 and 1/4/2026. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).